Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that during a ureteroscopy procedure, an amplatz super stiff was used, the guidewire was shredded upon opening during a case. The guidewire was replaced and the procedure was completed. No patient complications reported.